Event description:
Customer reported a hospitalization due to low blood glucose. Customer was unconscious. Customer stated that the insulin pump gave her too much insulin while she was asleep. The current blood glucose reading is 119 mg/dl. During troubleshooting, customer stated that insulin squirted out of the insulin during the manual prime. The insulin pump alarmed during the prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. No alarms noted. Unable to perform basic occlusion, occlusion and no delivery tests due to prime/fill anomaly. The insulin pump had scratched lcd window and broken reservoir tube lip. No insulin pump counting to six, black display or blank display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.